Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient presented at check-in with an unplanned posterior open bite and incorrect bite articulation. A treatment rest period was advised.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.